Event description:
The customer reported a high blood glucose (bg) level of 504 mg/dl. To address the high bg, the customer administered a correction bolus using both a pump and an injection. It was noted that the customer was not following the recommended timeline for cartridge use, leading to an educational opportunity from technical support. The customer acknowledged this and agreed to replace supplies as necessary. Technical support also instructed the caller to inspect the site and agreed to send replacement supplies if needed.